Manufacturer narrative:
Root cause: use error. Per the tandem cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 311 mg/dl. Reportedly, the customer had ongoing high bg, long term diabetes, gastroparesis and mentioned the pump was not in use for an extended period of time in the shower. The customer delivered a correction bolus in an attempt to treat bg prior to hospitalization. Customer was treated with intravenous fluids of saline, insulin and gravel to address the elevated bg. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer was discharged 3 days later, (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.